Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this defibrillator reached elective replacement indicators (eri). A replacement procedure was performed. This device was removed and replaced. There was concern that the battery had depleted more rapidly than expected. This device will be returned for analysis. No adverse patient effects were reported.